Event description:
It was reported the patient had increased pain. The patient had severe low back pain over sacrum and increased muscle spasms. It was thought the catheter may be fractured. The device was interrogated and findings were normal. A catheter access port (cap) contrast study was performed on (B)(6) 2012; the tip was at t9-10 and was reported as normal. No action had been taken as of this report. The outcome of the event is ongoing. The device system was used to deliver morphine, bupivacaine, clonidine, and prialt. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8711, lot# n183904003, implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received. It was reported that the event was resolved without sequela as of (B)(6), 2012.